Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that fault code fc1003 (battery too low for remaining capacity) was triggered related to this device. The model/serial number for the device was not provided despite efforts to obtain this information. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that fault code fc1003 (battery too low for remaining capacity) was triggered related to this device. The model/serial number for the device was not provided despite efforts to obtain this information. The device remains implanted. No adverse patient effects were reported.